Event description:
During a pci procedure, the runway guiding catheter was torqued after insertion and the shaft became kinked. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.